Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had broken output connectors. It was indicated that the main printed circuit board (pcb) was out of specification. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular connectors. The epg has been returned for service. There was no patient involvement.